Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg has instrument marks on the header material and antenna silicone, and there is puncture damage to the antenna silicone. Ipg passes all functional testing including the saline test with no overstimulation condition found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and two paddle leads on (B) (6) 2005. It was reported that the pt was experiencing overstimulation. The physician explanted and replaced the ipg on (B) (6) 2008. The explanted ipg was returned to ans for eval. No further info is available.